Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device ¿ 33 days (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the mobile power unit was constantly alarming and was unable to describe alarms but was uncomfortable using unit at home. The patient was given a new mobile power unit.

Manufacturer narrative:
Section d5, d10, and h3: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a continuous audio alarm was confirmed/reproduced during the evaluation of the returned mobile power unit serial number (B)(6). The evaluation of the mpu revealed an electrical connection/short between one of the inner conductors and the cable shielding. Further evaluation of the patient cable identified a compromised insulation of the wire which represents echo line. As a result the proper function of the mpu was compromised. The compromised patient cable was replaced and a full functional test was performed. The mpu passed all test steps and it was sent to the loaner/rental pool. The investigation was unable to determine how the inner wire insulation was compromised. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.